Event description:
Serious allergic reaction. Went to urgent care and back to surgeon to cut off cast. During surgery for bilateral thumb carpometacarpal (left thumb), mastisol liquid adhesive was used causing huge blisters and rash on both sides of hand and arm. How was it taken or used: skin. Why was the person using the product: surgery. Date the person first started taking or using the product: (B)(6) 2016. Date the person stopped taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: didn't restart.